Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. A magnet was placed and no response occurred. The patient was hospitalized and the device was explanted and replaced to resolve the event. The patient is in stable condition following the procedure.